Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device had high pressure regulation alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
Biomed is reporting the v60 displayed a black screen and logged diagnostic code 1009. Customer has confirmed pressure regulation high diagnostic code 1009 in the v60 significant event log. The customer has provided v60 drpta log. The customer is also reporting multiple patient disconnects in the error log. The engineer reported that the customer has advised to close the case. The engineer recommended ordering and replacing the data acquistion board. The alleged malfunction was confirmed. The device was in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation.